Manufacturer narrative:
The field service engineer noted the sample needle to be misaligned and not sufficiently washed. The spring holder of the cell washing unit were also noted to be stuck causing incomplete aspiration of the cells, which resulted in the discoloration of some of the wash tubes. He also found that the consumption of cell detergent 2 was too low. The field service engineer then adjusted the sample needle, renewed the spring holders, rinsed the wash tubes with sodium hypochlorite solution, and renewed the regulator for the cell detergents and the valve block for the rinse unit. He then monitored the status of the machine and did not get any abnormal reports from the user. The cause for the misadjustment and parts defect is not known. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable crep2 creatinine plus ver.2 result for one patient tested on a cobas 8000 c702 module. The user noted several outliers and "implausible" results for multiple assays within a span of 12 hours. The user then reran the samples and obtained different results. One patient sample had an initial creatinine result of 39 umol/l with a repeat result of 82 umol/l, an initial albumin result of 0.4 g/dl with a repeat result of 41.6 g/dl and an initial glucose result of 0.33 g/dl with a repeat result of 6.1 mmol/l. The initial results were not reported outside the laboratory. The repeat results were deemed to be correct. The reagent lot number and expiration date were asked but not provided.